Manufacturer narrative:
The sample was requested for investigation but was not provided. As no sample material was provided, the cause of the event could not be determined. Based on the information provided, the investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas 8000 e 602 module compared to the abbott i2000 method. On (B)(6) 2021 the result from the e602 module was 876.9 iu/ml. The repeat from the abbott method was 31.76 (unit of measure not provided, positive). On (B)(6) 2021 the result from the e602 module was 769.1 iu/ml. The repeat from the abbott method was 29.65 (positive). On (B)(6) 2021 the hbsag result from the abbott method using a 1:10 manual dilution was 41; the hbsag result from the abbott method using a 1:400 dilution was 148. All results were reported outside of the laboratory. The e602 module serial number was (B)(4).